Event description:
It was reported that the lead was bent at the tip. The physician was not sure if the lead was bent before use. The pt experienced a slight amount of bleeding in the brain during the procedure. It is unk if the implant was completed with another lead.